Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
During a service call at the customer¿s site, the terumo bct service technician discovered the IV pole on the trima equipment would not stay up. The service technician reported the customer had been using tape to hold it in place. No injury was reported for this incident and no patient was connected at the time the IV pole was discovered, therefore, no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the IV pole and latch plate were not returned for further evaluation, although,the observations of the IV pole not staying up were made by the service representative at the customer site. A new IV pole housing and latch plate were installed in the device. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: the root cause of the failure was a defective IV pole. Corrective action: an internal CAPA has been initiated to address IV poles slipping down and not staying in place.